Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they were hospitalized due to diabetic ketoacidosis on the (B)(6) with the blood glucose level up to 20 mmol/l. The customer had been using insulin pump system within 48 hours of reported high blood glucose event. The customer was treated with intravenous insulin drip. The customer did not mention any symptom related to high blood glucose level. The insulin pump will not be returned for analysis. Frn-unk-rsvr. Unomed inf set.

Manufacturer narrative:
The information provided in concomitant reporting section with the initial report was incorrect. The correct information has been included with this report. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.